Event description:
Related manufacturing report number: 2017865-2023-01028. It was reported that low sensing and loss of capture was observed on the right ventricular (rv) lead and loss of capture was observed on the left ventricular(lv) lead. The rv and lv leads were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.